Event description:
It is reported that upon opening the nail, the scrub tech attempted and was unable to completely engage the nail to the guide. It is also reported that it was very difficult to remove the nail from the guide.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.